Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, a flat crease and white particles. A leak test was performed and found an opening on the posterior side. A microscopic analysis was performed which identified: a striated edge opening, consistent with the use of a surgical tool. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a striated edge opening on the posterior side due to surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.